Event description:
The lead had been returned after being explanted due to an infection and tested out of specifications. The lead had been implanted for 19 years and has not had any complaints or allegations against it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and inner insulation breached (mio). It was noted that all conductors distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached mio, the outer insulation had cosmetic environmental stress cracking, the outer insulation was torn and the lead was stretched.